Manufacturer narrative:
(B)(4). The run data files have been received for this event, but have not yet been analyzed. The company is continuing to attempt to obtain additional information regarding this incident. A follow-up report will be filed if additional information is obtained.

Event description:
The customer ((B)(6)) reported an acd-a (anticoagulant) reaction. This report is being filed due to the lack of information to reasonably suggest that the device would not likely cause or contribute to a death or serious injury if the reaction were to occur again as well as the lack of information regarding medical intervention and seriousness of the reaction.